Event description:
A ventilator was returned to the manufacturer for service due to a circuit leakage alarm had occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the circuit leakage alarm could not be confirmed, however the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue.